Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's high blood glucose levels were between 300-400mg/dl all night, reaching 390mg/dl between 12-6:00am. The next morning he took an injection for 8-9 units, but he was showing symptoms of ketones so his father took him to the local emergency room. He was urinating frequently and very thirsty/dehydrated. The patient was diagnosed with high blood glucose levels with trace ketones. Treatment included an infusion of fluids and he was sent home 1-2 hours later; the IV only took a half hour to administer and they sent him home when it was complete. The pod had been worn on the arm for between 4 and 24 hours.